Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the mega suturecut needle driver instrument had a broken cable. The user continued with the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver (nd) instrument was analyzed and was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.